Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (transapical approach, rapid pacing run), patient co-morbidities may have contributed to the reported vf. Per medical opinion, in addition to the procedure itself, procedural factors (cardiac arrest, pcps insertion), may have contributed to the reported cerebral ischemia. Patient factors (female gender, advanced age ¿ (B)(6) years, moderate valvular calcification, pre-existing aortic atheroma) likely also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, after balloon aortic valvuloplasty (bav), when rapid pacing was stopped, ventricular fibrillation (vf) developed. Direct current (dc) shock was attempted, however, it was not successful. A percutaneous cardiopulmonary support (pcps) device was inserted. After the bp was stabilized, an increase in aortic regurgitation (ar) was confirmed, due to the bav. Based on these factors, it was decided to deploy a 23mm sapien 3 valve immediately. The valve was deployed with 2 ml less contrast than nominal volume. The bp recovered and the certitude delivery system and sheath were removed. The procedure was completed. However, on transesophageal echocardiography (tee), a dissection was observed in the ascending aorta. Angiography revealed dissections in the ascending aorta and aortic arch. It was determined that a stent implant would not resolve the dissections. Possible replacement of the ascending aorta through the aortic arch was considered; however, after considering the patient¿s age ((B)(6) years old), and an apparent cerebral ischemia (dilation of pupils with differences between right and left) after bav, it was determined that even with surgery, it would be difficult for the patient to recover. The patient¿s condition was discussed with the patient¿s family. The family did not wish to perform further surgery. Pcps was removed in the operating room and the patient was returned to the ICU and expired later that night. Per medical opinion, the event was disassociated from the bav catheter. However, the event was associated with tavr procedure and the dc and pcps devices. The native annular valve area measured 334.0mm2 by (B)(6). Moderate aortic valve calcification and no aortic root calcification were reported. The left coronary artery (lca) height was 12.5 mm and the right coronary artery (rca) height was 15.3 mm. There was no report of a porcelain aorta and/or horizontal aorta. Moderate aortic tortuosity was reported.